Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of bilateral inguinal hernias. It was reported that after implant, the patient experienced defective device, mental pain, permanent impairment, loss of enjoyment of life, pain, testicular discomfort, adhesions, mesh ingrowth into wall, inflammation, left varicocele, low sperm count, male pattern infertility, scarring, and mental anguish. Post-operative patient treatment included physical therapy, anti-inflammatory medication, marcaine and dexamethasone injections, diagnostic block by injecting bupivacaine, excision of mesh, hernia repair, adhesiolysis, spermatic cords freed, MRI, and neurolysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a2, a4, b5, b7, h6(patient codes, device codes) .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of bilateral inguinal hernias. It was reported that after implant, the patient experienced spermatic cord involvement, perforation, recurrence, defective device, mental pain, permanent impairment, loss of enjoyment of life, pain, testicular discomfort, adhesions, mesh encapsulated in tissue, inflammation, left varicocele, low sperm count, male pattern infertility, scarring, and mental anguish. Post-operative patient treatment included physical therapy, anti-inflammatory medication, marcaine and dexamethasone injections, diagnostic block by injecting bupivacaine, excision of mesh, hernia repair, adhesiolysis, spermatic cords freed, MRI, and neurolysis.

Manufacturer narrative:
Additional information: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.